Event description:
The surgeon reported that during surgery, a serious corneal burn occurred. At the beginning of surgery, the surgeon injected viscoat inside the anterior chamber. During the capsulorhexis by forceps, an iris prolaxus occurred, which may be due to the chambers reduced depth. The maneuvers to reduce prolaxus were difficult. The cataract hydrodistention was completed. The surgeon depressed the footpedal treadle to activate aspiration control function with no lens cortical aspiration noted. The surgeon tried once again to activate infusion-aspiration, but did not obtain neither flow nor aspiration. The surgeon pulled the handpiece out of the anterior chamber and observed that, although the flow was activated, there was no flow. The surgeon removed the silicone sleeve, thus obtaining a normal flow from the handpiece indicating that the gap between sleeve and phaco handpiece tip was occluded or blocked. The scrub nurse replaced the sleeve and re-primed and re-tuned. The system did not complete the cycle and reported a flow system message. The scrub nurse attempted to perform a second cycle, but obtained a second system message. At that point, the phaco handpiece, cassette, and phaco tip were replaced. The scrub nurse performed the test priming of the machine, and the machine completed all auto-diagnosis tests without system messages noted. The surgeon activated continuous flow function, liquid flow out of the ocular bulb between sleeve and tip was regular. The surgeon then inserted the new tip with the sleeve on the second handpiece into the anterior chamber. The surgeon activated the footpedal to begin phaco and immediately observed the formation of a milky cloud in front or phaco tip. The surgeon immediately discontinued the phaco and pulled the handpiece out of the eye. The cornea had immediately changed at the corneal tunnel. The color of the tissue changed and became deep gray, as in the case of a corneal stromal burn. The tissue changes worsened for several seconds, even after having removed the phaco handpiece from the eye. The system was switched out and case was completed, with an iol implanted. The wound was sutured, which caused a curvature of the cornea. The pt was hospitalized and with a slow recovery. During the last one of the frequent (two or even three per day) control visits performed, the pt was affected by a widespread corneal leukoma at the burn site. The surgeon had observed a progressive reduction in corneal folds and a corneal stromal brightening proportional to corneal edema reduction.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A cd of the event has been received and the evaluation of the event is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.